Event description:
A report was received that the patient underwent a pocket revision wherein the ipg was relocated due to discomfort at the pocket site. The patient was doing well postoperatively.

Manufacturer narrative:
.